Event description:
Pt undergoing eps with procedure start approx. 0820. Pt was restless and c/o discomfort due to back pain. Medication given for relief, however pt continued with intermittent discomfort pulling against wrist and leg restraints. Approx. 6 hrs into procedure, bp 50/45 hr; fluid given and narcan. Bp to 76/44; echo confirmed tamponade. Device apparently perforated pericardium. Pt coded, bagged, pericardiocentesis, intubated. Resuscitation was successful and pt transferred to ICU. The pt was comatose with deteriorating condition. Brain death established by ECG, organ donation of lungs and body released to medical examiner.